Event description:
The catheter did not retract when the white button was pushed and caused a needle stick injury.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Attempts are being made to get additional information.